Event description:
It was reported that erosion occurred. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: 5568-53 implantable pacing lead, implanted: (B)(6) 2010; 694765 implantable tachy lead, implanted: (B)(6) 2010; d274trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010.